Event description:
A report was received that claimed a patient's generator unexpectedly had 25% battery life remaining after being implanted for about 1.5 years earlier. The patient's settings were not extraordinarily high. The data from this generator was analyzed and revealed the remaining battery capacity based on the measured voltage was less than the expected battery capacity. This indicated the battery was depleting prematurely. A review of the device history record showed the generator had been laser routed and sent out for distribution after passing all quality inspections prior to release for distribution. The laser-routing process used in manufacturing of this generator is known to potentially cause conductive debris which cause excess current draw. No known surgical intervention has occurred and no further relevant information has been received to date.

Event description:
Further information was received that the generator was replaced. It was also reported that the account that performed the surgery does not return any explanted product to any manufacturer and the generator would not be returned for analysis. No further relevant information has been received to date.